Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. The caller did not know the blood glucose reading. The customer stated that they tried to rewind and prime six times before they were able to get the insulin pump to prime. The history showed that the no delivery occured on (B)(6) 2015. The customer was unable to troubleshoot because the event occurred in the past. Advised to contact helpline if they need assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.